Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient called and stated their stimulation was not working, they couldn't get anything to work. Caller clarified that their patient programmer would not connect to their ins. They were seeing the poor communication screen on their patient programmer. The caller stated they had been using the patient programmer the same way every time they used it, but lately they could not get it to connect. Troubleshooting did not resolve the reported issue. The patient was sent a new patient programmer to resolve the issue. No patient symptoms were reported. The patient called back stating they got their replacement programmer, but they were still getting poor communication with and without the antenna. They were redirected to their healthcare provider. No further complications were reported or anticipated.